Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states there is leaking from hub of catheter. The nurse found blood oozing from the hub when she was cleaning. The catheter was pulled and replaced. The current condition of pt is good.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.